Manufacturer narrative:
This report is being filed on an international product. Ln 8d06-39 that has a similar product in the us ln 8d06-31 and 8d06-41. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing on lots 88489li00 and 89366li00. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. No file kit testing could be performed for lot 82020li00 as this lot expired as of 2018-09-25. Return patient samples in (B)(6) are not allowed to be exported out of country due to (B)(6) government restrictions. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. This event has been reported on 3 separate suspect medical devices, please also see the following manufacturer report numbers 3002809144-2018-00343 for lot 82020li00; 3002809144-2018-00541 for lot 89366li00.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided sid (B)(6): initial (B)(6). Tppa (B)(6) and j&j (B)(6). There was no impact to patient management reported.